Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient was presented in clinic, and upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found that measured data was lost when the battery voltage was at 2.25v. This was due to discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.